Event description:
The child reported hearing overly loud sounds through her implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has been scheduled for 7/11/97. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.